Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was oversensing of noise observed on this right ventricular (rv) lead. Surgical intervention was performed and the rv lead was explanted and replaced during a general device replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion on the is-1 terminal leg through to the rate/sense conductor coil approximately 75-85 millimeters from the terminal pin. Both the insulation and insulation sleeve were abraded through. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case. Analysis also noted a deep surface abrasion in the insulation on the opposite side of the lead which was thought to be the result of lead-on-lead abrasion. The reported oversensing of noise was likely the result of such abrasions observed by the laboratory.